Event description:
Caller reported a malfunction on pump, specifically malfunction code 12, and the issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Customer was advised to use multiple daily injections as backup therapy while technical support provided assistance to reset pump, but the malfunction code recurred. Technical support decided to replace pump and informed customer about updated pump software and training available through their tandem source account. Customer understood guidance on returning problematic pump and acknowledged replacement will be shipped requiring a delivery signature.